Event description:
It was reported that pen needle 32x4 asia xtw were difficult to attach. This occurred on 20 occasions during use. The following information was provided by the initial reporter: difficulty in attaching the needles and they are bending. Patient has difficulty attaching the needles and they are bending. He preferred the pro and has switched to nn.

Manufacturer narrative:
H.6. Investigation: customer returned (99) sealed 4mm, 32g pen needles with the shelf carton from lot # 5063366. Customer states that there is difficulty attaching the needles and they were bending. Thirty out of 99 returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). All observations fall within specifications. Also, these samples were tested and all were able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32x4 asia xtw were difficult to attach. This occurred on 20 occasions during use. The following information was provided by the initial reporter: difficulty in attaching the needles and they are bending. Patient has difficulty attaching the needles, and they are bending. He preferred the pro, and has switched to nn.